Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
It was reported that the burr tip detachment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. A 1.50mm rotalink¿ plus was selected for use. During procedure on the third ablation, it was noticed that the burr was detached due to the heavily calcified and angulated lesion. Furthermore, the physician retrieved the detached burr by pulling out the rotawire and the blood flow was fine while trying to retrieve the burr. The patient then underwent coronary artery bypass grafting (CABG) after the burr was retrieved. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a rotablator rotalink device and a rotawire were returned for evaluation. The advancer, handshake connection, coil, and sheath were microscopically and visually examined. The advancer unit and burr devices were received attached together as a single unit. The advancer knob was received tightened in a backward position. The burr was detached from the coiled shaft and the separated end of the coil was stretched, which indicates removal force may have contributed to the separation. The rotawire was able to be removed from the burr. In addition, the annulus was damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the burr tip detachment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. A 1.50mm rotalink plus was selected for use. During procedure on the third ablation, it was noticed that the burr was detached due to the heavily calcified and angulated lesion. Furthermore, the physician retrieved the detached burr by pulling out the rotawire and the blood flow was fine while trying to retrieve the burr. The patient then underwent coronary artery bypass grafting (CABG) after the burr was retrieved. No patient complications were reported and the patient's status is good.